Event description:
Caller mentioned patient used to have an scs (spinal cord stimulator) which was messed up by same doctor and had to have it removed due to being very, very sick with bacterial pneumonia. They took it out and had the system sent back to the company and it turns out the scs (spinal cord stimulator) system was fine. Caller does not know who the manufacture is or when it was removed. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).